Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.5/+3.0/101 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced a refractive surprise. The lens was exchanged for another same model but different diopter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to lens surface. Dimensional and functional inspection found lens to be within specifications. (B)(4).